Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: it was reported that an unknown zimmer implant blister was not sealed and the implant was missing. No additional information is available. Brand name: unknown zimmer implant. Device serviced by a third party? Correction: no. Date received by manufacturer: 23 apr 2019. Report type: follow-up. Reportable event type: serious injury. Usage of device: correction: initial use of the device. The reported complaint device was not returned for evaluation. The reported condition of "implant blister was not sealed and the implant was missing" could not be confirmed. A device history record review and complaint history review could not be performed, as the reported product lot number is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be determined. The most likely root cause of the reported event based on risk review is "parts may be separated from the inner vial assembly by blowing air." If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unknown zimmer implant blister was not sealed and the implant was missing. No additional information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown zimmer implant blister was not sealed and the implant was missing.